Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent via chat that the patient experienced inaccurate cgm values which occurred three days after the sensor had been inserted in the abdomen. The patient experienced shaking, coldness, and decreased respirations at 0400 while asleep. The cgm was 80 mg/dl while the bg was 30 mg/dl. The patient treated the patient with unspecified glucagon; however, there was no improvement, so the parent called 911. When emergency medical service arrived, the patient's bg was 21 mg/dl. The patient was treated further with IV glucose and chest compressions. The patient regained consciousness on route to the hospital. Once at the hospital, the patient was treated further with unspecified continuous IV glucose and tylenol for chest pain. The patient was discharged the same afternoon. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better but experienced chest discomfort from compressions. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.